Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray inspection of the lead found the inner coil at the connector region to be severely over-torqued consistent with procedural damage and obstructing the wire from being inserted into lead. The reported event was isolated to the over-torqued inner coil at the connector region.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician found that the guide wire could not go into the lead. The physician tried several times but was unsuccessful. The physician removed and replaced the lead. No adverse consequences were reported on the patient.